Manufacturer narrative:
This case was initially received via regulatory authority (ansm - heath authorities in france, reference number: r1702545/ r1805964) on 01-mar-2017. The most recent information was received on 07-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), haematoma infection ("infected 10-cm hematoma") and haemorrhage ("heamorrhage") in a 45-year-old female patient who had essure (batch no. C51062) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: consumer has two children (16-year-old and 14-year-old son). Concurrent conditions included dermatitis eczematoid (always suspected she was allergic to nickel) and nickel sensitivity. On (B)(6) 2016, the patient had essure inserted. In december 2016, the patient experienced rash ("various rashes") with eczema, asthma ("asthma"), neck pain ("neck pain on right side with cracking sound"), chest pain ("chest pain on right"), tendon pain ("pain in achilles tendons every day"), paraesthesia ("tingling in legs, if I remain seated for a bit or even on stationary bicycle after 20 minutes"), fatigue ("major fatigue, chronic fatigue") and muscle contracture ("contractures") and experienced myalgia ("muscle soreness in left leg lasting one week"), lasting 1 week. On (B)(6) 2017, the patient experienced haematoma infection (seriousness criterion hospitalization). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required) and haemorrhage (seriousness criterion medically significant). The patient was hospitalized for 5 days. The patient was treated with surgery (emergency surgery on (B)(6) 2017 due to an infected 10-cm hematoma and total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. In february 2017, the pelvic pain, haemorrhage and fatigue had resolved. At the time of the report, the haematoma infection, rash, asthma, neck pain, chest pain, paraesthesia and muscle contracture outcome was unknown, the tendon pain had not resolved and the myalgia had resolved. The reporter considered asthma, chest pain, fatigue, haematoma infection, haemorrhage, muscle contracture, myalgia, neck pain, paraesthesia, pelvic pain, rash and tendon pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in january 2017: positive for nickel allergy. Quality-safety evaluation of ptc: lot#: c51062 - production date: 15-apr-2014 - expration date: 30-apr-2017. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Further company follow-up with the regulatory authority, other, other or other is not possible. Most recent follow-up information incorporated above includes: on 7-feb-2019: confirmation from the local health authorities that (deleted) case #2018-062727/ bfr-2018-fr-001723 (MFR number 2951250-2018-01401) was a duplicate of this case. It also included new reporters (lawyer ¿ legal case); consumer¿s demographic data; medical history (eczema and inflammation with costume jewelry and allergic to nickel); new adverse events (pelvic pain, hemorrhage, contracture and major/ chronic fatigue); and essure removal date (B)(6) 2017. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - heath authorities in france, reference number: r1702545) on 01-mar-2017. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), haematoma infection ("infected 10-cm hematoma") and haemorrhage ("heamorrhage") in a 45-year-old female patient who had essure (batch no. C51062) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery, c-section and allergy to animals. Consumer has two children (16-year-old and 14-year-old son). Concurrent conditions included dermatitis eczematoid (always suspected she was allergic to nickel) and nickel sensitivity. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced rash ("various rashes (including on face)") with eczema, asthma ("asthma"), neck pain ("neck pain on right side with cracking sound"), chest pain ("chest pain on right"), tendon pain ("pain in achilles tendons every day"), paraesthesia ("tingling in legs, if I remain seated for a bit or even on stationary bicycle after 20 minutes"), fatigue ("major fatigue, chronic fatigue") and muscle contracture ("contractures") and experienced myalgia ("muscle soreness in left leg lasting one week"), lasting 1 week. On (B)(6) 2017, the patient experienced haematoma infection (seriousness criterion hospitalization), 4 months 1 day after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), haemorrhage (seriousness criterion medically significant) and skin exfoliation ("desquamation of both palms of hands"). The patient was hospitalized for 5 days. The patient was treated with surgery (essure removed on (B)(6) 2017 by hysterectomy with bilateral salpingectomy and emergency surgery on (B)(6) 2017 due to an infected 10-cm hematoma). Essure was removed on 28-feb-2017. In (B)(6) 2017, the pelvic pain had resolved. At the time of the report, the haematoma infection, haemorrhage, rash, asthma, neck pain, chest pain, tendon pain, paraesthesia, fatigue and muscle contracture outcome was unknown and the myalgia had resolved. The reporter considered asthma, chest pain, fatigue, haematoma infection, haemorrhage, muscle contracture, myalgia, neck pain, paraesthesia, pelvic pain, rash, skin exfoliation and tendon pain to be related to essure. The reporter commented: essure place on 14nov2016 with 1 coil on the right side and 4 coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in january 2017: positive for nickel allergy. Quality-safety evaluation of ptc: lot#: c51062 - production date: 15-apr-2014 - expration date: 30-apr-2017 sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Further company follow-up with the regulatory authority, other, other or other is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: ae outcome were changed to unknown for the events: haemorrhage, pain in achilles tendons every day, major fatigue and chronic fatigue. Medical history updated. The previous event various rashes was updated to various rashes (including on face). New event added: desquamation of both palms of hands we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was reported via regulatory authority (B)(4) on 01-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of rash ("various rashes") in a female patient who received essure (batch no. C51062). The occurrence of additional non-serious events is detailed below. Medical conditions: problem with costume jewellery, i.e. Eczema, inflammations. On (B)(6) 2016, the patient started essure. In (B)(6) 2016, the patient experienced rash (seriousness criteria medically significant and clinically significant/intervention required) with eczema, asthma ("asthma"), neck pain ("neck pain on right side with cracking sound"), chest pain ("chest pain on right"), tendon pain ("pain in achilles tendons every day"), myalgia ("muscle soreness in left leg lasting one week") and paraesthesia ("tingling in legs, if I remain seated for a bit or even on stationary bicycle after 20 minutes"). The patient was treated with surgery (intention to remove essure in late (B)(6)). At the time of the report, the rash, asthma, neck pain, chest pain and paraesthesia outcome was unknown and the tendon pain had not resolved and the myalgia had resolved. The reporter considered rash, asthma, neck pain, chest pain, tendon pain, myalgia and paraesthesia to be related to essure. The reporter commented: the patient has informed the authority of her intention to have her implants removed in late february 2017. Most recent follow-up information incorporated above includes: on 14-mar-2017: new information received from health authority: lot number added, essure planned removal date reported. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one month later had various rashes. This event is anticipated in the reference safety information for essure. In the present case, consumer had a previous history of eczema with costume jewellery, suggesting a nickel allergy. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives. In this particular case, the event various rashes occurred one month after device insertion; therefore, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since essure removal is planned (consumer informed her intention to have the implants removed). A product technical analysis is expected.

Manufacturer narrative:
This case was reported via regulatory authority ansm - heath authorities in france (reference number: (B)(4)) on 01-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of rash ("various rashes") in a female patient who had essure (batch no. C51062) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: problem with costume jewellery, i.e. Eczema, inflammations. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced rash (seriousness criteria medically significant and intervention required) with eczema, asthma ("asthma"), neck pain ("neck pain on right side with cracking sound"), chest pain ("chest pain on right"), tendon pain ("pain in achilles tendons every day"), myalgia ("muscle soreness in left leg lasting one week") and paraesthesia ("tingling in legs, if I remain seated for a bit or even on stationary bicycle after 20 minutes"). The patient was treated with surgery (intention to remove essure in late (B)(6) 2017.). At the time of the report, the rash, asthma, neck pain, chest pain and paraesthesia outcome was unknown, the tendon pain had not resolved and the myalgia had resolved. The reporter considered asthma, chest pain, myalgia, neck pain, paraesthesia, rash and tendon pain to be related to essure. The reporter commented: the patient has informed the authority of her intention to have her implants removed in late (B)(6) 2017. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 24_apr_2017 for the following meddra preferred term: rash. The analysis in the global safety database revealed 129 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot#: c51062 - production date: 15-apr-2014 - expiration date: 30-apr-2017. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 19-apr-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one month later had various rashes. This event is anticipated in the reference safety information for essure. In the present case, consumer had a previous history of eczema with costume jewellery, suggesting a nickel allergy. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives. In this particular case, the event various rashes occurred one month after device insertion; therefore, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since essure removal is planned (consumer informed her intention to have the implants removed). A product technical analysis resulted in an unconfirmed but plausible product quality defect. Further company follow-up with the regulatory authority is not possible.